Manufacturer narrative:
No parts have been returned to the manufacturer. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. The issue occurred intraoperatively during the select patient/acquire scans task and delayed the surgery by 55 minutes. It was reported that the system would not communicate with either of the navigation devices. The site chose to bring in another navigation device and the systems could communicate with each other. Then, the imaging device stated 3d disabled. The site rebooted the imaging device and the mobile view station (mvs) booted up, but the image acquisition system (ias) did not. The site then manually opened the imaging device from around the patient and brought in their other imaging device. The surgery was completed with imaging and there was no impact on patient outcome.